Event description:
Complainant states port would not aspirate. Implanting device into pt. Final check prior to closing the incision site. Physician checked for ability to flush and aspirate. Able to flush, bt not able to aspirate. Replaced device. No further issues. No harm or injury to pt.